Manufacturer narrative:
Initial MDR h10/h11 submitted on (B)(6)2020: 11- an isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reported that the ssc image in the right eye was black. The fse replaced the ssc right high resolution stereo viewer (hrsv) monitor. The system was tested and verified as ready for use. The hsrv monitor was returned for evaluation; however, the failure analysis (fa) investigation has not been completed. A follow-up MDR will be submitted after the completion of the fa investigation. This complaint is being reported based on the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that there was no image in an eye of the ssc. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event. New additional/corrected information for follow-up #1: 4307- the hsrv monitor was returned for evaluation and the failure analysis (fa) investigation has been completed. Fa confirmed the customer reported complaint. Fa reported there was no image detected as a result of a faulty main board. No other complaints related to this product and/or this event have been reported by the hospital. No image or video was provided for review. Updated the following fields: d4 was updated to n/a. H2 was updated to device evaluation and h3 was updated to yes, based on the competition of the device evaluation. H6 method codes were updated to include code 10. H6 results codes were updated to code 120. H6 conclusion codes were updated to code 4307. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown or unavailable. The sections of d4 that are not applicable to this product are blank. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. The information for the field in section e1 is not available. Field e4 is unknown.

Event description:
Initial MDR b5 submitted on (B)(6)2020: it was reported that during a da vinci-assisted ventral hernia repair surgical procedure, the image in the right eye of the surgeon side console (ssc) was blank. The customer confirmed that the right eye of the monitor was completed blank, from corner to corner. The customer verified that the right eye image was visible on the touch screen monitor. The customer power cycled and reseated the blue fiber cable, but the issue persisted. The surgeon continued the procedure using only the left eye image. The technical support engineer (tse) reported that the system logs show communication errors reported by the console, but there were no video loss errors. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon continued the procedure with just left eye after the call with dvstat, but then elected to convert to laparoscopic surgery. The procedure was completed successfully with no patient injury. No fragment fell into the patient. There was approximately a 15 minute delay in the procedure due to troubleshooting and converting.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reported that the ssc image in the right eye was black. The fse replaced the ssc right high resolution stereo viewer (hrsv) monitor. The system was tested and verified as ready for use. The hsrv monitor was returned for evaluation; however, the failure analysis (fa) investigation has not been completed. A follow-up MDR will be submitted after the completion of the fa investigation. This complaint is being reported based on the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that there was no image in an eye of the ssc. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, the image in the right eye of the surgeon side console (ssc) was blank. The customer confirmed that the right eye of the monitor was completely blank, from corner to corner, but that the right eye image was visible on the touch screen monitor. The customer power cycled and reseated the blue fiber cable, but the issue persisted. The surgeon continued the procedure using only the left eye image. The technical support engineer (tse) reported that the system logs showed communication errors reported by the console, but there were no video loss errors. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon continued the procedure with just the left eye after the call with technical support, but then elected to convert to laparoscopic surgery. The procedure was completed successfully with no patient injury. There was approximately a 15 minute delay in the procedure due to troubleshooting and converting.